Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a male pt reports seeing halos despite excellent visual acuity (near and distance). No further info is anticipated.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by mail 03/28/2007. Add'l info was provided by fax after 03/29/2007.